Event description:
Reprocessed sterilmed harmonic ace handpiece was being used during a case. Surgeon set down handpiece after use, and tips of device were so hot that they burned a hole in the drape and contaminating the tip of the device. This has potential to be a fire hazard in the or.